Event description:
On (B)(6) 2010, this patient was implanted with two gore® tag® thoracic endoprostheses to treat a mycotic aneurysm in the descending thoracic aorta with a maximum diameter of 55 mm. The device was inserted from the right common iliac artery via a retroperitoneal cut down. During the procedure, bleeding was observed from the right common iliac artery and was surgically repaired.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.